Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to suspected premature battery depletion. A new s-ICD was successfully implanted and no additional adverse patient effects were reported.